Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was failed to communicate with es server. The medications count from the station was not showing correctly. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A technical support specialist (tss) performed activity (removes/wastes/etc) on patient with different allergy in server. Then the tss advised the customer that there the transaction must be skipped due to the server's inability to associate the transaction with the server database and the transactions was missing from es server reports. The system functioned as intended after the technical support specialist troubleshoots the device.